Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death it was removed before passing. Caller stated that the customer died due to diabetic complications, liver disease and heart disease. Customer's blood glucose reading at the time of death was 241 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.